Manufacturer narrative:
The insulin pump functioned properly noted. No motor error alarm.no excessive no delivery alarm noted and the motor passed motor test. The insulin pump passed displacement, rewind and basic occlusion, occlusion, excessive no delivery and prime tests. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple motor error alarms. The customer stated that they received a no delivery alarm while attempting to troubleshoot for the motor error alarm during rewind. The customer's blood glucose was 367 mg/dl at the time of incident. The customer stated that they took manual injections for the high blood glucose. The customer stated that the insulin did exit during plunger push and got thru the rewind process. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.